Event description:
It was reported, the pt experienced vomiting "since (B)(6), 2009" and stated, she felt "like the pump was malfunctioning." The pt stated, she felt similar to how she felt when the pump battery on a previous device became depleted. The pt did not report any other symptoms and stated that no alarms were coming from the device. The medication being delivered via the device system was morphine sulfate. Reference MFR report #6000030-2005-01144. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.